Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge leaked from the patient line and another cartridge leaked from the bottom. Also, it was reported that the customer's fill estimate was inaccurate. The customer's blood glucose level was 250-300 mg/dl and it was addressed with boluses via the pump. The customer loaded a new cartridge.